Event description:
It was reported that during a da vinci s surgical procedure, "sparking" was observed coming from the monopolar curved scissors (mcs) instrument at the hand piece. No additional info was provided. The planned procedure was completed and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found no evidence of "sparking" at the hand piece. The instrument was inspected for signs of arcing at the back end; however, no evidence was found. The housing was removed to find that the conductor wire was not damaged at the back end. The electrical continuity passed. Instrument was returned with a tip cover installed and the tip cover does not exhibit any signs of arcing or mechanical tearing.